Manufacturer narrative:
D4: lot number of the device is unknown - full UDI is not available.

Event description:
It was reported that during the c-section at the user facility, the coagulation activation alarm went off, and it was misinterpreted as as a ground fault alarm. The user continued using the electrosurgical pencil, resulting in burns on both of the baby's buttocks, which required transfer to another hospital for treatment in a burn unit. This report is related to mfg report # 3015967359-2025-00938.